Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), menorrhagia ('hormonal changes describe: extended menstrual cycles') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". The patient's medical history included pregnancy. Previously administered products included for an unreported indication: depo provera. Concomitant products included ibuprofen (motrin) since 2007. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, vaginal, yeast infections"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/ chronic pain"). In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), dental caries ("dental problems decay"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower abdominal pain"), spinal pain ("spine pain"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia,"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/prob") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with paracetamol (tynelol). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, menorrhagia, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, dental caries, dysmenorrhoea, dyspareunia, weight decreased, pelvic pain, alopecia, vulvovaginal pain, abdominal pain lower, spinal pain, genital haemorrhage, abdominal pain, iron deficiency anaemia, metrorrhagia, cystitis, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder and visual impairment outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, dental caries, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic inflammatory disease, pelvic pain, spinal pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Imaging procedure - on (B)(6) 2009: failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Lab data added.events abdominal pain, pelvic inflammatory disease, anemia, metrorrhagia (bleeding b/w periods), bladder infection, vaginal infection, vaginal discharge, fatigue, gi conditions, dental probs.,hormonal changes, headaches, nausea, nuero condit/prob, vision probs and failure to occlude added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Previously administered products included for an unreported indication: depo provera. Concomitant products included ibuprofen (motrin) since 2007. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, vaginal, yeast infections"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/ chronic pain"). In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced menorrhagia ("hormonal changes describe: extended menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), dental caries ("dental problems decay"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower abdominal pain"), spinal pain ("spine pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with paracetamol (tynelol). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, menorrhagia, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, dental caries, dysmenorrhoea, dyspareunia, weight decreased, pelvic pain, alopecia, vulvovaginal pain, abdominal pain lower, spinal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, dental caries, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, spinal pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: new pfs received-hormonal changes describe: extended menstrual cycles, abnormal bleeding (vaginal, menorrhagia),infection (bladder/ urinary tract/vaginal) type: urinary tract, vaginal, yeast infections, apareunia, bladder or urinary problems or changes, migraines / headaches, dental problems, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pain, weight loss, hair loss,pelvic inflammatory disease, hair loss, vaginal pain, spinal pain, lower abdominal pain, excessive bleeding were added. Insertion date as updated. Treatment and concomitant drugs were added,historical drug and condition were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.